Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of images: sample (B)(6) performed in batch 129 with (B)(6) resulted as negative. Sc I,ii, iii interpreted as negative; however, scii (e pos) appears visually weak pos with slight adherence around the cell button. Two other patient samples tested in the same batch resulted as expected. Capture-r ready ID (crrid) performed on sample (B)(6) in batch 130 with (B)(6) cell 3 (e pos) resulted as equivocal and visually appears weak pos. Cell 6 (e pos) resulted as neg; however, visually appears weak positive. All other cells resulted as negative and visually appear negative. Pos and neg control resulted as expected. Customers were instructed to visually inspect negative echo results with capture-r ready screen and capture-r ready ID in technical communication (B)(4) on november 25, 2009.